Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the introducer was placed into a pediatric patient. When attempting to snap the wings, the right side snapped off leaving the left side of the introducer in situ with the cover intact. The user successfully managed to recover the device.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed on the sheath extrusion. It was noticed that one side of the seams was torn all the way down the extrusion. The other seam was completely intact. Visual analysis revealed that one of the sheath tabs was separated from the extrusion. The points of separation on the sheath body and sheath tab appeared stretched and jagged, indicating undue force caused the breakage. The breakage was also uneven and contained rippling. Remnants of the sheath body remained adhered to the tab. The portion of sheath body in the separated tab was fully molded into the tab channel. The length of the peel-away sheath from the tab to the distal end measured 3 15/16", which is not within the specification limits of 2 5/8"-2 7/8" per the peel-away sheath graphic. Because the length was off by approximately one inch, it is assumed that the returned peel-away sheath is not from the finished kit reported by the customer. To ensure that the sheath did not tear incorrectly, the other half of the seam was torn and functioned as expected. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length". The report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One of the sheath tabs was separated from the body; however, a portion of the extrusion was still present on the separated tab. This indicates the sheath body was molded into the tab correctly, but the sheath body had torn during use. The point of separation on the torn body contained stretched and jagged edges, indicating undue force caused the breakage. The sheath met all relevant functional requirements, and a device history record review did not reveal any relevant findings. Despite this, the sheath did not meet the relevant dimensional specifications. Based on this discovery, it is assumed that the returned peel-away sheath does not match the product reported by the customer. Therefore, the root cause cannot be determined as the dimensional specifications cannot be verified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the introducer was placed into a pediatric patient. When attempting to snap the wings, the right side snapped off leaving the left side of the introducer in situ with the cover intact. The user successfully managed to recover the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the introducer was placed into a pediatric patient. When attempting to snap the wings, the right side snapped off leaving the left side of the introducer in situ with the cover intact. The user successfully managed to recover the device.